Manufacturer narrative:
Additional lot no(s): v5a468, t4. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a thorax procedure, the device delivered malformed staples after the first firing. The procedure was finished with a like device. There was no patient consequence.